Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Updated the information that the surgery was terminated. Visual acuity was also decreased after the surgery.

Event description:
A physician reported that during cataract surgery, an anterior capsulotomy of the lens was performed. Within ten seconds of starting phacoemulsification and aspiration using the ultrasound tip, burns developed on the wound and cornea. The cornea became cloudy and white, as if white smoke was coming out from the ultrasound tip, not near the wound. There was no irrigation. The surgery was completed without product replacement. The wound was sutured. The nuclear hardness grade (emery-little classification) was reported as two. Changed postoperative eye drops from glucocorticoids to steroid. Rho kinase inhibitors ophthalmic solution and corticosteroids prescribed for corneal edema.

Manufacturer narrative:
Corrected information provided in b1, b2, b5. Additional information provided in h6 and h11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during cataract surgery, an anterior capsulotomy of the lens was performed. Within ten seconds of starting phacoemulsification and aspiration using the ultrasound tip, burns developed on the wound and cornea. The cornea became cloudy and white, as if white smoke was coming out from the ultrasound tip, not near the wound. The surgery was completed without product replacement. The wound was sutured. The nuclear hardness grade (emery-little classification) was reported as two. Changed postoperative eye drops from glucocorticoids to steroid. Rho kinase inhibitors ophthalmic solution and corticosteroids prescribed for corneal edema.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. All phacoemulsification tips are hundred percent visually inspected by trained operators using thirty times magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.